Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had missing cannula. The customer¿s blood glucose was 125 mg/dl at the time of the incident. The customer reported that when they removing sensor they saw that it did not had cannula. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and found sensor broken. Remaining broken part stuck to adhesive tape. No missing parts were observed during analysis. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used.